Manufacturer narrative:
The concomitant devices: carto 3 system us catalog #: fg540000 serial# (B)(4). Stockert 70 system us catalog #: s7001 serial # (B)(4). Coolflow pump us catalog #: cfp002 serial # (B)(4). C3 interface cable - therapeutic us catalog #: cr3425ct lot # 15348158l. (B)(4).

Manufacturer narrative:
(B)(4). There are two catheters with lot # 15409892m and 15409892m have involved in this event which their evaluation summaries are following: received catheter was visually inspected and was in good condition. Catheter was tested and passed electrical, leakage, temperature and stockert generator tests. Additionally catheter passed eeprom data, carto 3 and recalibration tests. Device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition cannot be confirmed.

Event description:
It was reported that during a right atrial flutter, the patient had multiple morphologies and spontaneously went into afib before ablation. While ablating, the ablation signal was noisy and had intermittent impedance spikes as ablation occurred impedance rose 40 ohms and the patient went into afib. Physician was concerned about the possibility of the impedance spike causing afib. Patient spontaneously converted into sinus rhythm without intervening with shocks or pacing. The ablation catheter was first changed, with no resolution. The first catheter was replaced, which read no sensor connected. The second catheter was replaced and the noise issue with impedance spikes and the sensor disconnection issue were resolved. Procedure was completed and the patient was stable.